Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc). Upon review, technical services (ts) stated that there were increase in thresholds on this right ventricular (rv) lead. The rv impedance measurements were going down and were at 300 ohms. (B)(6) representative stated to continue monitoring the device till it reaches elective replacement indicator (eri) and to have reprogramming performed for split configuration. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).